Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 3ml ll 200 s/c experienced scale marking issues which were noticed prior to use. The following information was provided by the initial reporter: material no. 309657, batch no. 9058604. Distributor rep called and stated that their customer advised that the number markings on the syringe are smudged, crooked, and hard to read. This was found on sealed syringe before use.

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that the syringe 3ml ll 200 s/c experienced scale marking issues which were noticed prior to use. The following information was provided by the initial reporter: material no. 309657, batch no. 9058604. Distributor rep called and stated that their customer advised that the number markings on the syringe are smudged, crooked, and hard to read. This was found on sealed syringe before use.